Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio occurred on the app. It was determined that the issue was related to the mobile application. It was indicated that the operating system was not supported, which is off label usage of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The root cause could not be determined.